Manufacturer narrative:
Concomitant medical product: ddbb1d1, ICD, implanted on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient possibly received shocks for supra ventricular tachycardia (svt) versus ventricular tachycardia (vt) by the implantable cardioverter defibrillator (ICD). It was noted that there was an alert triggered for all ventricular fibrillation (vf) therapies exhausted for an episode. Additionally, it was reported that there were intermittent atrial undersensing episodes on the right atrial (ra) lead. The ICD and ra lead remain in use. No further patient complications have been reported as a result of this event.